Manufacturer narrative:
On 9/8/2015, we became aware that the information provided in the other remarks section was not submitted on the initial emdr. Investigation evaluation: during an initial evaluation on the used device returned, it was noticed that the sheath is bunched at the distal end of the handle. The returned device was inserted into a 2.8 colonoscope and the snare was advanced and retracted. The snare advances and retracts but some resistance is felt. During retracting, the sheath tends to bunch even more thus adding resistance to the retraction. The snare was advanced and retracted outside of the endoscope and resistance is felt near the handle and the bunched section of the sheath. The distal end of the snare components operate freely with no resistance. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the outer catheter and/or drive cable becomes kinked during use or general handling, perhaps due to an application of excessive pressure or improper insertion method. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy procedure, the physician used a cook acusnare polypectomy snare. The acusnare polypectomy snare would not close [retraction difficulty]. No harm to the patient.